Event description:
A review of service data detected a reportable event. Upon servicing, e-belt sn (B)(4), the e-belt failed the hipot test. The last pt to use this e-belt did not report any deficiencies.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon eval, the belt failed the hipot test. Investigation revealed that the trunk cable was shorted. The source of the shorted cable was unable to be positively determined. No adverse event resulted from the damaged cable. The last pt to use this e-belt did not report any deficiencies.